Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the reporter, on (B)(6) 2026, the patient experienced nausea, vomiting (including projectile vomiting), excessive thirst, and frequent urination. The cgm reading was 369 mg/dl, but no fingerstick was reported to have been taken at that moment. The patient self-treated with an insulin injection, and emergency medical service (ems) was called by the mother. Ems did not provide any treatment and transported the patient to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was 1000 mg/dl. No cgm reading was reported from that moment. The patient would have experienced diabetic ketoacidosis and was admitted into the ICU. The patient did not provide any information regarding treatment. At the time of the report the patient was at the hospital and still feeling unwell. There was no documentation of further medical evaluation or intervention. No other details were documented, and the patient declined to provide further information. Data was evaluated and the allegation was confirmed.the probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.